Event description:
Pt contacted dexcom technical support on 10/29/2010, to report that he experienced a failed sensor shortly after insertion. Upon removing the sensor, he noticed there was no wire. Pt reported that the insertion site looked slightly red, but that he did not see any bump or appearance of the sensor wire. At the time of his call to dexcom technical support, pt was fine and reported having no issues with the insertion site.

Manufacturer narrative:
It is unknown if the initial reporter sent a report to the FDA.

Event description:
The water cap on the system water container cracked causing water to leak into the instrument. The customer dried up the water. The leak was not a slip hazard and no operators were harmed. No erroneous results were generated and no patients were affected. The field service representative determined the crack in the water reservoir cap caused the fluidic failure and he replaced the cap. The customer ran quality controls to verify analyzer operation.

Manufacturer narrative:
The investigation showed the crack in the water cap (valve body) might have been caused by syswash. The part is recommended to be exchanged every six months during preventative maintenance. No injury due to the fluid was reported by the customer. The cracked water cap (valve body) was replaced.